Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: remote support engineer talked with customer and the customer confirmed the issue was resolved. They confirmed that there was no speaker malfunction. The product labeling, shipped with the device, states that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The reported problem of an inop, flashing led or other indicator would be immediately detectable to the user, as it would be associated with inop messages, performance issues, loss of functionality, and/or a general loss of effective monitoring. Therefore, the user would implement alternative methods of monitoring and/or to troubleshoot the device, per hospital protocol. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction from the device. It is unknown if the device was not use at time of event, there was no adverse event reported.